Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 lead, implanted (B)(6) 2014; 6935 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular lead threshold increased and was high. An x-ray showed that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.